Event description:
The hosp staff attempted to use the device to administer external pacing to a pt. The device reportedly displayed a connect electrodes alarm and use of the pacing function was inhibited. A backup device was made available and used to treat the pt. There were no adverse effects to the pt reported.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to resistor r7 on the therapy pcb assembly. At the request of the customer, the device was returned unrepaired.